Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side textured to smooth due to the patients concerns with the product. Healthcare professional later reported left side rupture. Device has been explanted.

Manufacturer narrative:
Lot number: 572787. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required peer/ supervisor reviewer. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported left side textured to smooth due to the patients concerns with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "textured to smooth due to the patients concerns with the product". Healthcare professional later reported "rupture". This record is for the left side. Device has been explanted.